Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the mega suture cut needle driver instrument developed a broken cable. The issue occurred during stitching. An xray was performed to search the broken fragments however, no fragments were found in the patient. The procedure was completed with a backup instrument.